Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported complaint could not be determined; however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. The patient ultimately expired but the death was determined to be unrelated to the nc traveler. In this case, it is possible that the use of multiple devices and/or the proximal optimization technique (pot) contributed to the reported device damaged by another device; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a article of a case study regarding longitudinal stent deformation (lsd) during ostial deployment. The patient presented with inferior st-elevation myocardial infarction (stemi) with prior unspecified drug-eluting stents implanted in the proximal left anterior descending (lad) and left circumflex artery (lcx). Echocardiography revealed left ventricular dysfunction (ejection fraction [ef] ¿ 33%) with regional wall motion abnormality in the right coronary artery (rca) and lcx territories. Coronary angiogram showed normal left main (lm), mild in-stent restenosis (isr) of the lad stent, 100% stenosis of lcx, and 100% occlusion of rca. A 3.5x26mm stent was deployed in the proximal lad to the lm ostium as crossover technique and post-dilatation was performed with a 3.5mm traveler balloon dilatation catheter at 18 atmospheres. Proximal optimization technique (pot) in the lm was performed with a 4.5 and 5mm traveler balloon dilatation catheter at 14 atmospheres. It was noted after pot with the 5mm traveler significant deformity of the ostial part of the stent, stretching beyond the lm ostium into the aorta. There for e a 4.0x8mm xience alpine stent was implanted at the ostium covering the deformed stent with post-dilatation using the 5mm traveler at 14 atmospheres. Angiographically, lm ostium looked good with rapid distal runoff. On the third post operative day, it was noted that the patient developed a complete heart block and hypotension, which was treated with implantation of an unspecified temporary pacemaker and intra-aortic balloon pump for 5 days. Angiogram showed patent stents with excellent distal flow. On the 8th post operative day, the patient was referred to surgical gastroenterologist as a gallbladder perforation developed which led to peritonitis and septicemia. The patient died on the 12th day. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The UDI is not known as the part and lot number were not provided. Attachment: article titled "longitudinal stent elongation: a rare complication of third-generation drug-eluting stent platform."